Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no reported adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.